Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is powering on by itself. The customer wanted to know what parts need to be replaced to correct the issue. There was no patient involvement at the time the issue was discovered. There was no patient or user harm reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse informed the customer that the manufacturer¿s recommendation for a v60 device that is powering on by itself is to replace the user interface printed circuit board assembly (pcba), power switch overlay, and/or the power management pcba. Part information of the recommended parts was provided to the customer.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.